Event description:
It was reported that during a venous angioplasty, removal difficulties were encountered. The lesion being treated was located in the superior vena cava (svc). Following the successful completion of angioplasty with several (4 or 5) inflations of the ultra thin diamond balloon, the balloon could not be withdrawn into the sheath due to "wings". The physician then attempted to re-inflate and deflate the balloon again, however, attempts to withdraw the balloon into the sheath were still unsuccessful. During these attempts, the shaft of the ultra thin diamond balloon catheter broke. The physician withdrew the proximal portion of the device, and then made a venous incision to retrieve the broken portion of the device. The pt was under anesthesia, so no pt symptoms were noted. No further pt complications were reported, and pt status was reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.